Manufacturer narrative:
Results: bd received no samples but did receive photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® edta tube had large droplets of additive on the sides of the tubes. No serious injury, no medical intervention. Problem was noticed before use.